Event description:
Impella 5.5 was not functioning properly for the patient. Was giving motor error codes. We were advised to switch out the impella. On removal of the impella we found the motor to be full of clot causing it to not function.